Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be partially peeled off. The device's inlet air path foam needs to be replaced to address the issue.